Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update -upon investigation of the actual device used in this incident, it was determined that dispense location of drugs are not showing for staff. A technical support specialist worked with supporter and found no issue. The system functioned as intended after troubleshooting.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis anesthesia es system dispense location of drugs are not showing for staff. Which caused delay in dispensing the medication.there were no adverse events or injuries reported based on this event.